Event description:
On 11/23/94, one of our pts underwent a laparoscopic surgical procedure. The pt was released from facility without apparent incident. On 1/11/95, continuous quality improvement committee received a report from the surgeon relating the following event. On 12/10/94, the pt had to have the outer sheath of a needle removed from the buttock area. The sheath had apparently become detached, and had worked its way from the pt's abdomen, to the buttock area. Needle was apparently received defective from the MFR.